Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and calcified right coronary artery (rca). The lesion was rotablated with a 1.25mm device and then the lesion was predilated with a 2.0mm non bsc balloon. A 3.00x20mm taxus liberte stent was advanced to the rca but was unable to cross the lesion. The device was removed from the pt and it was noted that the stent was damaged. The procedure was successfully completed with a different device with no pt complications reported. The pt's current condition is listed as "good".

Manufacturer narrative:
(B)(6). The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).